Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of 585 mg/dl with no symptoms of hyperglycemia. The reporter stated that the patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter reviewed the pump history and found that the pump had emitted an empty cartridge alarm and auto off alarm. The pump lost prime as a result of these alarms. There was no indication during the course of troubleshooting that a pump malfunction lead to either of those alarms. This complaint is being reported due to the allegation that the patient experienced a hyperglycemic event as a result of not responding to pump alarms.